Manufacturer narrative:
B5; additional information received4; the cause of the uncontrolled bleeding was due to a perforated vessel. It was confirmed that the sentrant sheath did not contribute to the vessel perforation or blood loss. The physician raised a concern that the vessel damage may be connected to the dcs. According to the physician, the capsule came up on the nose cone, which could cause damage to the blood vessels. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath (B)(6) was used as a conduit during an unknown tavi procedure. It was reported during the index procedure, the physician encountered resistance while inserting the (dcs) delivery system. After several attempts to advance the dcs over the stiff wire, an uncommon form of the stiff wire was observed, and the patient¿s blood pressure dropped. At that point, the physician withdrew the dcs and inserted a dilator to better assess the artery. The stiff wire was replaced with a non mdt wire. It was noted the sentrant sheath was used in the patient before the tavi implantation. The physician decided to implant the valve which was implanted successfully. After the implantation, the patients blood pressure did not recover due to uncontrolled bleeding from the iliac artery. Resuscitation efforts were made but were unsuccessful and the patient expired. Per the physician the cause of death was undetermined but suspected to be due to the overlapping of the capsule on the nose cone of the dcs. It was noted that the sentrant sheath did not cause or contribute to the patient¿s death. It is undetermined what led to the uncontrolled blood loss.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.